Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, d8, d10, g1, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor water tightness of cable unit, deformation of cable unit, and damage on board unit. Based on the results of the investigation, it is likely that the image issue was due to poor water tightness of the cable, deformation of the cable unit and damage to the board resulting in the image not being displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had an image issue; when moving the camera during testing, the image on the monitor cuts out. There were no reports of patient harm.